Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or no reservoir alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a no delivery alarm. Customer's blood glucose was 466 mg/dl. It was reported that insulin did not exit and pump alarmed with a 5.0 unit fixed prime. It was reported that insulin did not exit with plunger push and there was greater than normal resistance. Insulin was able to exit with 5.0 manual prime. Customer was advised that insulin pump was working as designed. Customer declined troubleshooting for high blood glucose.